Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the case handle was broken, the latch tab was broken off of the power cord bay door, the keyboard latch was broken, the system fan was noisy and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).

Event description:
It was reported the handle is broken. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.